Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgment occurred. The stenosed target lesion was located in the moderately tortuous and calcified left circumflex (lcx). Pre-dilatation was performed and a taxus liberte' 2.5x32mm stent was implanted in the mid lcx. The physician felt that another taxus liberte' 2.25x24mm stent needed to also be deployed in the distal lcx in order to complete the procedure. When it was attempted to cross the previously placed stent with the 2.25x24mm stent, it would not cross the stent or the proximal lcx. The device was pulled back and the stent loosened from the delivery balloon and dislodged into the left main (lm) near the guide catheter. The physician then advanced a non-bsc 1.25x10mm balloon across the stent, inflated it and pulled it back into the guide catheter. Upon pull back of the two devices, the balloon burst near the sheath. The stent dislodged back into the radial artery (near the palm). To complete the procedure, the physician used a shorter taxus liberte' stent. No patient further complications were reported and the patient's status is reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.